Event description:
Approx 8 months after the patient had a 2 level (c3-c5) plate placed (46mm) it was learned during a routine evaluation via a CT scan that the right side coudal most screw in 5c, had backed completely out of and away from the plate. One week after this finding another scan showed that the screw was no longer in the body. The original procedure had one plate and 5 screws being implanted. The plate and 4 screws were removed in 2002. The pt was subsequently re-instrumented after the original screws and plate were removed due to a non-union occurring at c4-c5.